Manufacturer narrative:
Manufacturer ref# (B)(4). Catalog#: igtcfs-65-jp-jug-tulip. Similar to device under 510(k): k090140. (B)(4). Summary of investigational findings: an investigation of the returned device found no defect to the anchors of the filter legs. Under normal conditions the sheath is strong enough to accomplish the procedure, but it has been seen before that the sheath may kink if somehow exposed to excessive force because of tortuous anatomy. If the filter is advanced through a kinked sheath, the filter legs may be prone to exceed the sheath wall. Product is manufactured according to current specs. An exact reason for this to occur cannot be determined. No evidence to suggest that this device was not manufactured according to specifications. Cook medical will continue to monitor for similar events.

Event description:
Description of event according to initial reporter: a (B)(6) female patient experienced ivc filter placement. The procedure was conducted under local anesthesia. Since a port had been placed in the right jugular vein of the patient, left jugular vein approach was selected. After a sheath had been inserted, the physician attempted to advance the delivery system into ivc. However, the filter leg perforated the sheath at the point where the degree of the angle was steep anatomically. The filter was pulled back into the sheath carefully and whole system was retrieved from the patient's body. Another igtcfs-65-jp-jug-tulip was used instead and the procedure was completed. Patient outcome: no information have been provided.